Manufacturer narrative:
Approximate age of device- 4 years and 1 month. Manufactures investigation conclusion: the evaluation of the returned portion of the distal end percutaneous lead (driveline) confirmed damage to the yellow wire. Log file evaluation showed a driveline fault alarm on (B)(6) 2018. The driveline fault was associated with a yellow wrench advisory. There were additional yellow wrench advisories on (B)(6) 2018. There were low speed advisories on (B)(6) 2018 from 12:30 to 12:36. There was a low speed hazard and pump stop following the low speed advisories on (B)(6) 2018 at 12:36. Technical service personnel performed a successful distal end percutaneous lead (driveline) repair on (B)(6) 2018. The replaced portion of the driveline was returned measuring approximately 18 inches. An additional 2 inches of wires were returned. Visual inspection of the driveline revealed that the majority of the driveline was covered in rescue tape. Removal of the tape revealed tears in the outer silicone jacket along the majority of the driveline. No damage to the bionate layer was found. The driveline was tested for continuity and revealed a discontinuity in the yellow wire. The metal braided shield was broken down at the metal connector, 3inches, and approximately 9.5inches from the metal connector. Examination of the underlying wires showed that the yellow wire was broken near the metal connector. The findings from the driveline evaluation appeared consistent with the findings within the log file. The damage to the yellow wire could have contributed to the driveline fault, low speed advisory, low speed hazard, and pump stop alarms. The patient remains on vad support and no further related events have been reported. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that the patient presented to the clinic with low speed advisory, driveline fault and confirmed pump stoppage. The alarms may be associated with a short to shield within the patients drive line. X-rays submitted confirmed areas of concern that look to be damaged. On (B)(6) 2018, the patient underwent a distal end percutaneous lead (driveline) repair 2.5 inches from the exit site. A phase interrupter test was performed and no open wires found. Post repair patient on grounded patient cable without issue. No additional information provided.